Manufacturer narrative:
(B)(4): a philips field service engineer evaluated the device and confirmed the failure. The problem was traced to a disconnected internal cable. The cable was reconnected to resolve the failure. The device passed all performance assurance tests and was returned to the customer. This was a malfunction where a disconnected cable inside the device caused a failure to boot up.

Event description:
The customer reported that the device failed to boot up. There was no reported pt involvement.